Manufacturer narrative:
Device received with blank display due to broken connector on interface board noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers reported via phone call that the they experienced hyperglycemia and also insulin pump had blank screen. The customer blood glucose level was 400 mg/dl and 211 mg/dl. Customer also reported insulin pump receive no delivery alarm. Customer states the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Advised customer to stabilize insulin pump at room temperature. Customer states the black screen did disappear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.